Event description:
It was reported by the customer that when using the bd pyxis¿ es server, stations were out of service. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the stations were showing as out of service. A technical support specialist (tss) logged into the server and discovered that the "in service" setting was not enabled. The tss also identified stations in critical override mode due to manual changes. The tss advised the customer to put the stations back in service, after which the settings were corrected, and the issue was resolved. The system functioned as intended after the technical support specialist tested the device. D4 & h4: serial number, unique device identifier and manufacturer date not available.